Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The device turned on using battery and ac power. The device was found to visually and audibly alarm during alarm conditions. A comparison test was performed of the customer returned device against a masimo test device. The readings were taken 3 times for each device. The customer device displayed measurements that are comparable to the test device. Internal visual inspection was performed. No internal circuitry damage or defects were observed. No loose cabling or loose circuit board to circuit board interconnections were observed. Customer complaint was not duplicated. The root device is fully functional.

Event description:
The customer reported the device is not reading correctly and the blood pressure reading is inconsistent. No patient impact or consequences were reported.